Event description:
It was reported that the insulin pump was unable to download data. Low battery alerts were also reported. Customer's blood glucose level was unknown. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected low battery alarm was noted during testing. The detailed trace confirmed that no low battery alarm anomaly was noted. The microtimer functioned properly. The insulin pump downloaded properly. The insulin pump was received with minor scratches on the display window and a scratched case.